Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drops were exiting the tubing at a faster rate than normal during the fill tubing process. During troubleshooting, the fill tubing step was performed again and insulin drops were exiting at a normal rate. Blood glucose was 96 mg/dl and insulin delivery was resumed.